Event description:
It was reported that the patient was in the intensive care unit for pump related issues. The patient's symptoms consisted of lethargy, difficult to arouse, extreme lethargy, seizure activity, and hypotension. The pump was "turned down". It was later reported that there were "no issues with the pump". The pump was infusing baclofen and dilaudid.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, lot# n175919004, implanted: (B)(6) 2008. Product type: catheter. (B)(4).